Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed right ventricular (rv) lead oversensing. Physician suspected rv lead dislodgement. No changes or intervention was reported. The patient condition was stable.